Event description:
It was reported that during the farawave procedure at the initial insertion of the catheter went without issues. After the first flowering, the guidewire got stuck. It was really hard to move the guidewire and not possible to work. No tissue was seen at the tip of the catheter or guidewire. The guidewire was not able to be removed from the catheter. No other catheter malfunctions were present. A new catheter was used to complete the procedure. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem corrections to section h6, code a150208 was replaced with a0509 d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the farawave procedure at the initial insertion of the catheter went without issues. After the first flowering, the guidewire got stuck. It was really hard to move the guidewire and not possible to work. No tissue was seen at the tip of the catheter or guidewire. The guidewire was not able to be removed from the catheter. No other catheter malfunctions were present. A new catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis and investigation is still in progress. It was further reported and clarified that the local representative reports the catheter never entered the patients body, the issue appeared during the preparation. A new guidewire was used with the new catheter.

Event description:
It was reported that during the farawave procedure at the initial insertion of the catheter went without issues. After the first flowering, the guidewire got stuck. It was really hard to move the guidewire and not possible to work. No tissue was seen at the tip of the catheter or guidewire. The guidewire was not able to be removed from the catheter. No other catheter malfunctions were present. A new catheter was used to complete the procedure. No patient complications occurred. The device is expected to be returned. It was further reported and clarified that the local representative reports the catheter never entered the patients body, the issue appeared during the preparation. A new guidewire was used with the new catheter.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes the reported clinical observation of difficult to load guidewire was confirmed through investigational analysis. The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The attempt to insert the guidewire was unsuccessful, and dissection revealed that the guidewire lumen was damaged within the inner hypotube. Device history record (DHR) review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of difficult to load wire is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Based on all the available information, the cause of the reported difficult to load guidewire was likely attributed to the device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination. Further investigation into this behavior is currently being conducted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.